Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died during implant of the leadless implantable pulse generator (ipg). It was further reported that prior to starting the case, the patient was being supported by an external pacemaker and temporary lead due to complete heart block. After implantation and catheter removal, the physician responsible for hemostasis noticed a lack of pulse on the femoral vein. Resuscitation began and the device was noted to be pacing continuously during cardiopulmonary resuscitation (CPR) as confirmed via electrocardiogram. The device was set to maximum output and appropriate pacing action was present. The decision was then made to abort CPR and an xray was done. It was noted that the device was still in the proper position, but the patient had expired. The cause of death has been requested and not received.